Manufacturer narrative:
On (B)(6) 2024, mentor became aware that the patient also experienced capsular contracture with rupture confirmed during surgery on (B)(6) 2024. Clinical code "capsular contracture" has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 12, 2024, mentor became aware that effected side was left lot number 5994458. Hence, following fields have been updated on this form: - field d4 for catalog number has been updated to "3505004bc". - field d4 for lot number has been updated to "5994458". - field d4 for serial number has been updated to "(B)(6)". - field d4 for unique identifier( UDI) has been updated to "(B)(4)"; complete UDI will be submitted after mre completion. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2024, mentor became aware that the baker grade of the right side capsular contracture experienced by patient was IV and replacement devices used on (B)(6) 2024 were catalog number shpb440; serial number (B)(6), on the left side, and catalog number shpb440, serial number (B)(6), on the right side. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant had a tear within an area of shell abrasion on the posterior view, measuring approximately 5.0 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-5994458). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent primary breast augmentation with 550cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per device received on november 4, 2024, and mismatch resolution reached on november 29, 2024, following updates have been made on this form: - impacted side was right - field d4 for lot number has been updated to "6416727". - field d4 for serial number has been updated to "(B)(6)". - field d4 for unique identifier( UDI) has been updated to "(B)(4)". - date of implant has been updated to (B)(6) 2011 under fields d6a on november 4, 2024, the mentor failure analysis lab received the mismatch device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).